Manufacturer narrative:
H.6 investigation summary: material #: 367960 lot/batch #: 2259090 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was a mold like substance on the tube cap. The following information was provided by the initial reporter: defaced rcc clarified with complainant and reviewed the supporting evidence, there is mold like substance on the tube cap. Issue found before use on patient. Refer to attachment.